Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the superficial femoral artery. The 6 x 120 mm foxcross balloon catheter was advanced without issue and inflated to an unknown pressure; however, a small amount of blood was seen in the inflation device. The balloon was removed without any resistance noted. After removal, a small hole was noted in the balloon material. A new foxcross balloon was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. The balloon was prepped outside the patient anatomy. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Analysis of the returned device noted a pinhole in the balloon with a radial rupture distal to it, thus confirming the reported rupture. A review of the lot history record indicated all lot release testing met acceptance criteria and revealed no non-conformances that would have contributed to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest a product quality deficiency.